Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, the sponge was falling apart. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the sponge was falling apart. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.